Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision and repositioning of right ventricular (rv) lead was required due to dislodgement. The lead was successfully repositioned, no additional adverse patient effects were reported.